Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue resurfaced and acknowledged understanding this directive.